Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article:schultz k., et al (2000),single-stage anterior¿posterior decompression and stabilization for complex cervical spine disorders ,j neurosurg volume, 93, pages 214¿221 (USA). This retrospective study aims to evaluate the applicability, safety, and radiographically observed efficacy of a combined single-stage anterior¿posterior approach involving decompression,reconstruction, and stabilization procedures in select patients suffering from complex cervical spine disorders. From october 1989 through october 1997, a total of 78 patients (42 men and 30 women, mean age 53 years (range 33¿73 years) who underwent a single-stage procedure involving anterior subtotal removal of one or more vertebral bodies, fibular allograft strut graft placement, and anterior plating and posterior fusion, with and without decompression were included in the study. Out of these patients , 72 patients were available for follow-up. Anterior plate systems included synthes (paoli, pa) cervical spine locking plates and other competitors anterior cervical plates. Patients were followed up for a minimum of 2 years (mean follow-up period 29 months). The following complications were reported as follows: 6 patients experienced new difficulty swallowing immediately postoperatively. 2 of these patients, the dysphagia did not improve to baseline levels. 1 of these individuals suffered significant dysphagia preoperatively and ultimately required gastrotomy for long-term feeding. 2 patients had transient worsening of myelopathy. Sagittal alignment, as compared with immediate postoperative radiographic alignment, was seen to have been maintained in all but one patient. At the latest follow-up examination (2 years). New postoperative hoarseness was found to be transient in 7 individuals and permanent in 1. The latter patient appeared to have suffered a superior laryngeal nerve injury manifested by voice fatigue. Anteriorly, one cervical plate (1.4%) pulled out due to a slip of the rostral screws. Although the patient lost some of the sagittal alignment demonstrated in the immediate postoperative period, his cervical spine went on to fuse anteriorly without further intervention. This report is for an unknown synthes screws. This is report 2 of 4 for (B)(4).